Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector (p21) was found during use with foreign matter in the solution. No report of injury or medical intervention was reported.

Manufacturer narrative:
Correction: upon further review, the reported issue was for coring of the medication vial and was not related to foreign matter found within the fluid pathway of the device. Therefore, this incident should not have been reported on the previously submitted MDR.¿